Event description:
It was reported resistance was encountered withdrawing this balloon catheter from the pt during a left iliac angioplasty procedure. Exertion against resistance resulted in the balloon detaching in the pt and remaining in the iliac artery. Attempts to retrieve the detached balloon were unsuccessful. The procedure was completed with this device. This device has not been received for eval. Therefore, no failure analysis is available. Follow up indicated continued exertion against resistance resulted in the balloon detaching in the pt, which co believes may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use state: "if resistance is felt when removing a guidewire through a catheter or if resistance is felt removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."